Event description:
Reportedly, the subject programmer froze and crashed several times during a follow-up. The only way to solve the problem was to switch off and unplug the programmer.

Event description:
Reportedly, the subject programmer froze and crashed several times during a follow-up. The only way to solve the problem was to switch off and unplug the programmer.

Manufacturer narrative:
(Event date) corrected. Please refer to the attached analysis report. - attachment: [20190516 - file-2018-03416 - analysis_and_closure_report_resp-2019-00689.pdf].